Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with syncope. The rv lead exhibited intermittent loss of capture, so the outputs on the lead were increased to allow for capture. However, the lead was explanted and replaced. At this time, no additional adverse patient effects were reported, and this rv lead has not been returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at 105 mm and 140 mm from the terminal end. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with syncope. The rv lead exhibited intermittent loss of capture, so the outputs on the lead were increased to allow for capture. However, the lead was explanted and replaced. At this time, no additional adverse patient effects were reported, and this rv lead has been returned for analysis.